Manufacturer narrative:
Corrected fields are e1 event site state, e1 event site telephone, h6 type of investigation, h6 component and h11. Updated fields are b4, g3, g6, h2.nurse in the ccu, called regarding gas loss alarm occurring on two occasions. Each time, there was no blood noted in the helium tubing, no visible kinks were present, and they were able to resume pumping without issue. The patient was reported to be stable. Esp personnel explained the alarm and possible reasons for its occurrence and provided troubleshooting tips should it continue. A chest x ray was being performed to confirm placement, and they stated they would call back if any further issues with the alarm arose.

Event description:
Na.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.